Manufacturer narrative:
Correction: b3 - date of event is (B)(6) 2021.

Event description:
Related manufacturer report number: 2017865-2021-38374.

Manufacturer narrative:
Correction: after further investigation of the event, it was determined that the reported event is tied to the programmer software. Further details have been reported in manufacturer report number: 2017865-2021-38374.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-18197. It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead had high capture thresholds. The physician believed the implantable cardioverter defibrillator was contributing to this problem. The device was explanted and replaced and the issue was resolved. There were no patient consequences.